Event description:
According to the reporter, the sterile field was set up for the procedure. When the physician turned around to get the catheter, the guidewire uncoiled and flipped into the air and landed on the floor. There was no pt injury nor was the physician injured.